Event description:
A report was received that the patient underwent an ipg revision procedure. The ipg was repositioned, from the left buttock to the left abdomen, to make more comfortable. The patient was stable post-operatively.